Manufacturer narrative:
The insulin pump was received with broken off end cap. It was unable to confirm motor error alarm due to broken off end cap. However, the motor was tested outside the device and passed. Device had minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had been alarming motor error for three days. The device was not exposed to a magnetic field. Customer does use the sensor feature and was able to complete the rewind sequence. Blood glucose value was 290 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.